Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the tip of the medium-large clip applier instrument was bent causing clips to get stuck and not clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-oct-2024: the instrument was inspected prior to use, but bend was not noticed until it was being used. The incident happened when surgeon was using the clip during surgery. According to the information provided, the bend in the instrument tip was causing the clips to get stuck and not clip properly. The tech in the room was able to use a back-up clip applier for the procedure to continue on without any delay or incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have two (2) severely bent grips, which caused misalignment of the grip-tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. .